Event description:
The manufacturer received information alleging a trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed the active exhalation control module section of system setup test of pre-check tests. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) was recommended to be replaced to address the issue. The technician noted the fco follow-up repair will be handled by a philips authorized service provider. The issue was resolved by the customer, no work performed by philips.